Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to infection and rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture and infection. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, opening curved on posterior and brown particles. A visual and microscopic analysis was performed which identified opening crease sharp on posterior, creases fold, stress marks and wear abrasion. Based on the device analysis the final assessment is: an opening crease sharp on the posterior side due to a fold flaw opening.

Event description:
Healthcare professional reported a right side rupture and infection. The device has been explanted.

Event description:
The device has been explanted.